Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that the tampered seal label was intact. There was no external damage noted. A review of the event history log confirmed the occurrence of a "cassette not attached properly" alarm. A functional test of the device was unable to replicate the reported event. The cause was not able to be determined. As a preventive maintenance, the downstream sensor was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that on initial use, the device was alarming "cassette not attached properly" when the latch is in closed position. There was no patient involvement reported.